Manufacturer narrative:
The reporter's strips were provided for investigation where they were tested using reference meter and retention controls. Testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Iniital reporter occupation is lay user/patient.

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2021 the result from the meter at 08:15 am was 4.3 inr. The patient recalled that the result from the laboratory at an unknown time was 3.3 inr on (B)(6) 2021 the result from the meter at 08:18 am was 4.9 inr. The repeated result from the meter from a different finger at 08:22 am was 5.1 inr. The patient recalled that the result from the laboratory at an unknown time was 3.3 or 3.5 inr. The therapeutic range is 2.5 to 3.5 inr.